Event description:
The customer stated that her meter was giving low readings. While troubleshooting, she performed normal control tests and rec'd results of 22 mg/dl and "lo." The normal control range is 87-119 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.